Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an healthcare professional via a manufacturing representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that there was an inappropriate intense shocking after being checked with smart programmer instead of 8840 at the patient's june appointment. The patient had turned the device off at home, in the clinic today they were checked with an 8840 programmer and the device remained off per the patient's request. The issue was not resolved at the time of the report.  [See 604496439 for fall and lead migration.]